Event description:
I flow received a report stating, pump should have lasted 3 days but infused in 2 days. Pump was filled with 400 cc marcaine 0.5% set to flow at 5 ml/hour. I-flow has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for the lot and all manufacturing operations were found to be within specification. Sample evaluation showed one empty pump received. When refilled with 400 cc of normal saline the pump demonstrated a flow rate within specification. The fast flow could not be confirmed.